Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Investigation result of core wire broke. Investigation result of coil wire detached/separated. Investigation results: a visual examination of the returned guidewire revealed the presence of residue, indicating use/handling. The guidewire was found broken into multiple pieces and wrapped with surgical tape. The coil wire was unraveled with portions detached from the core wire. The stiff end portion of the guidewire was bent and measured approximately 3.1cm. The broken core wire remained inside this portion. Both ball tips were present on the ends of the guidewire. The fractured ends of the core wire were examined under magnification and appeared to have failed while undergoing a bending force. It was noted that the condition of the returned guidewire was not consistent with the complaint incident that the guidewire coating peeled. It appeared that the guidewire was bent during the procedure and during the removal attempt the core wire broke. Continued tension on the broken wire would have caused the coil wire to unravel and ultimately break. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that an endovive safety kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the physician was tracking the peg tube over the guidewire, when the soft catheter was at the abdominal wall it was attempted to remove the guidewire and the coating of the guidewire peeled. The physician cut the tube enough and was able to remove the guidewire. The procedure was completed with this endovive safety kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on march 14, 2016 that the core wire was broken and the coil wire was detached.